Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no mode number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: attorney states that while his client was sitting in the chair, it unexpectedly tipped over backwards, while in a stationary position against the wall, pinning his chin to his chest.